Event description:
It was reported that the rotapro became stuck on the rotawire. A 1.75mm rotapro and a rotawire and wireclip torquer were selected for use in an atherectomy procedure. Upon removal, the rotapro became stuck on the rotawire. The rotapro could not be removed; therefore, the devices were removed together as a system. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer. The burr catheter was attached to the advancer unit, when received. The related rotawire was received inserted into the advancer and burr catheter. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by attempting to remove the wire. The wire was able to be removed with no resistance or issues. Functional testing was then performed by attempting to reinsert the wire. The wire was able to be inserted into the burr and advanced through the advancer with no resistance or issues.

Event description:
It was reported that the rotapro became stuck on the rotawire. A 1.75mm rotapro and a rotawire and wireclip torquer were selected for use in an atherectomy procedure. Upon removal, the rotapro became stuck on the rotawire. The rotapro could not be removed; therefore, the devices were removed together as a system. The procedure was completed. No patient complications were reported.